Manufacturer narrative:
Additional info has been requested, and if available, it will be submitted in the supplemental report.

Event description:
"It was reported that during hip surgery, the surgeon asked for # 50 reamer, the nurse could not read the label on the reamer and gave the surgeon a # 52. It was reported that the surgeon over reamed the anterior wall, and is now monitoring the pt for potential cup failure."